Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported high blood glucose levels. Customer's blood glucose level was 500 mg/dl and customer was hospitalized. Customer was unconscious and was experiencing behavior trouble. Customer was in the hospital for 1 week and it appeared the insulin did not go through the catheter. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.